Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a battery compartment crack. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with polyuria and polydypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission: 01/11/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: the pump history revealed the pump was running on the factory default year of 2007 until (B)(6) 2016 at 08:37 when the time/date was manually corrected. There were unexplained power on reset events observed in the black box on (B)(6) 2007 05:35; deliveries resumed (B)(6) 2016 at 08:46. Damage was confirmed; the battery compartment was cracked on the side from threads to cover and the returned battery cap had stripped threads and was unable to fully attach to the pump. On investigation, power on reset was duplicated using the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24-hour duration test. No power interruptions were duplicated during this time. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed with no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the display screen was noted be discolored and the display lens was cracked.